Manufacturer narrative:
The pump passed the displacement test and self test. Moisture damage was found on the electronic assembly during visual inspection. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to seawater. Customer stated that they saw fluid under the screen. No harm requiring medical intervention was reported. The device was returned for analysis.